Event description:
Dr. (B)(6) reported via our sales rep, (B)(4), that a (B)(6), male, patient, underwent a revision surgery due to the rod braking 2 years post op.

Manufacturer narrative:
Investigation has been completed and evaluation codes updated. Method: complaint history review, manufacturing records, x-ray, metallurgical failure analysis, quantitative chemical analysis. Results: complaint history review - total of 2 events have been reported. Manufacturing records - shows no deviation. X-ray - rod breakage was due to excessive stress on the occipital-cervical junction due to the overall misalignment of the cervical spine. Metallurgical failure analysis - fractured due to unidirectional torsional cyclical loading that exceeded the fatigue strength. Quantitative chemical analysis - fe (iron) content was slightly higher than specification but did not play a role in the fracture. Conclusion: rod fracture was determined to be due to repeated stresses on the rods and failure of fusion.